Event description:
It was reported "found purge failure alarm upon powering on. Replaced fe board. Initial alarm fixed but purge failure continues while starting pumping". Additional information states that the pump console was swapped for another. No patient injury or consequence reported. No additional information is available from the customer.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure alarm" was confirmed by the field service representative. According to the field service report, the field service representative replaced the pcs assembly. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the purge failure alarm. The root cause of the complaint is undetermined. This will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "found purge failure alarm upon powering on. Replaced fe board. Initial alarm fixed but purge failure continues while starting pumping". Additional information states that the pump console was swapped for another. No patient injury or consequence reported. No additional information is available from the customer.